Event description:
During surgical procedure, surgeon indicated that he was ready for the laser for use during the case. After opening the olympus laser fiber and connecting to the olympus laser machine, an error message presented requiring an "interlock switch key" to be able to use the laser. This laser was identified as a "loaner model" as our original one was going to be sent out for repair. The clinician for the specialty and the olympus rep were contacted for further guidance at this time. Additionally, the surgeon offered to use the older model laser to be able to proceed with the case but the foot pedal that is compatible and needed to use the older laser was missing and not able to be located making the older laser unusable. The or (operating room) equipment coordinator and staff from biomed were contacted and our original laser was brought to operating room 14 so that we could proceed with the case. The patient was under anesthesia for an additional 34 minutes due to this equipment delay. No further harm to patient. Clinician and charge nurse aware.